Event description:
The lay user/patient contacted lifescan on 08/24/2007 and alleged that her one touch ultra meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient had dropped the meter and stated that the meter has not worked since five days earlier. The pt took normal doses of her insulin and then felt that her blood glucose was low (lightheaded, trembling, and faint). She treated herself with orange juice. At the time of troubleshooting, it was verified that there was meter trauma. This complaint is being reported because the pt allegedly developed symptoms suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.